Manufacturer narrative:
(B)(4). Device egia60amt was received on 4/7/2016. Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual examination of the reload noted that it was partially fired to the 1 cm cut line with the jaws open. Functionally, the reload was loaded into a pmv representative instrument (idrive ultra powered handle 1) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. The reload unloaded without difficulty. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this reload lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the partially fired condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a sigmoidectomy, the reload did not detach from the adapter following the first fire. The reload was forcefully detached and the outer cover of the shaft was displaced. A new device was opened to correct the problem. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. It is unknown if reinforcement material was used. The patient's status is good.